Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead displayed unstable thresholds, and a sudden jump to high impedance. A lead fracture is suspected which resulted in the delivered therapy being unsuccessful for a true ventricular fibrillation (vf) episode. The lead was extracted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.